Event description:
After 15 months of implantation, this device was electively explanted because of a decrease in battery voltage readings from the previous f/u interrogation.

Manufacturer narrative:
The analysis from the MFR is pending.